Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2 and linked to mfg report number 3004608878-2024-00177: a facility reported that prior to posterior cervical spine surgery, the mayfield ultra base unit (a2101) slipped while in contact with the patient. Information on patient injury and surgical delay is unknown.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The mayfield ultra base unit (a2101) was not returned for evaluation and lot number information has not been provided after good faith effort (gfe) attempts were made. Therefore, an evaluation of the device could not be performed, device history record (DHR) could not be reviewed, and the definite root cause cannot be determined. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.